Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: the original event was reported on (B)(6)-2016. A review of the pump¿s black box showed that the pump was in use for deliveries until (B)(6) 2018; the data from the time of alleged complaint had been overwritten due to continued use. During investigation, the rewind, load, prime sequence was performed successfully and the pump was exercised for 12 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of inaccurate delivery was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.